Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a motor error alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that the high blood glucose was due to motor error alarm. The customer stated that the drive support cap was a little indent. The customer stated that the insulin pump might have been dropped. The customer declined to troubleshoot for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer declined to return the insulin pump for analysis.